Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information reported during surgical intervention on (B)(6) 2026, the extension was found bent in the ipg pocket and fracture was suspected. As a result, the ipg and extension were explanted and replaced to address the issues.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported there are high impedances on patient's leads and the ipg has been flipped in the pocket. To address the issues, surgical intervention may be undertaken at a later date.